Manufacturer narrative:
(B)(4): there was no allegation of a device malfunction or that the device contributed to the death. This is being reported only because a philips device was in use on a pt who died. The staff had neglected to save the pt data before discharging the pt and the staff requested assistance to obtain the data. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt death occurred while being monitored on a philips device.